Event description:
The customer obtained results of 200-300 mg/dl on the device while testing their blood glucose. The doctor doubled their dosage of glucophage and four days later customer had a hypoglycemic event. Customer was unconscious and was admitted to the hosp with a glucose level of 30 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.